Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy due to both leads migrating. The patient also experienced shocking and pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein both leads were repositioned and the ipg was replaced.